Event description:
The event is reported as: the user facility alleges that the endotracheal tube was crimped at the tip of the tube and they were unable to pass a suction catheter down the tube. The pt was extubated and re-intubated with a different endotracheal tube. The user facility reports that there was no adverse effect to the pt.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.